Event description:
Ous MDR - the patient went to an emergent out-patient and was diagnosed with cardiac tamponade, by causing perforation. The same day those lead were explanted and passive leads were implanted instead. However the physician could not conclude whether cause of perforation was ra-lead or rv-lead. The physician thought the cause of the cardiac tamponade was thin myocardium.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.